Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated that the customer was sweaty, tired, and shaky when she tested her with a result of 245 mg/dl on the aviva system. Reporter stated that she gave the customer 3 units of humulin insulin and then called the paramedics who arrived 15 minutes later. Reporter stated that they treated the customer by injecting something into her mouth and then she passed out almost immediately. Reporter stated the customer started coming around about 20 minutes later and was taken to the hospital. Reporter stated that two days later, the customer was shaky, tired, and had blurred vision when she again was tested with a result of 245 mg/dl on the same aviva system. Reporter stated that she gave the customer 3 units of humulin and called 911. Reporter stated that they arrived in 15 minutes and gave the customer a shot in the arm. No other actions were reported taken or treatment received. A request was made for the return of the affected product.